Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg111009-02; 100miu/ml hcg urine control lot: hcg110307-01; 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention strips meet qc spec. Details as below: 1. Correct positive results were observed at 3 minutes read time when tested with 25miu/ml hcg urine control. (N=5). 2. Correct positive results were observed at 3 minutes read time when tested with 100miu/ml hcg urine control. (N=5). 3. Clearly positive results were observed at 3 minutes reading time when tested with 241.0iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc spec. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged false negative hcg results. Results as follows: customer received false negative hcg urine results while performing a routine test on a psychiatric pt. Facility tests serum sample the next day if urine is negative. Pt is in her "mid 30 s" and had abused drugs (coc) and alcohol. Urine sample was not first morning. Exact date of last menstrual period is unk, pt said it was within the last 30 days. Based on serum and doctors assessment, pt was 10-15 days gestational. Customer did not have sample for testing. External controls were not performed. Experienced nurses performing test. Read time 3 minutes. Control lines present.